Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer stated the damage was present on the battery compartment where the battery screws in. The customer's blood glucose was 412 mg/dl and was treated with a 20 unit bolus. The customer did not troubleshoot for the high blood glucose because the call was disconnected. The insulin pump will be returned for analysis.